Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
A female pt reported that she experienced high blood sugar readings because her levemir flexpen did not deliver insulin. Consumer spoke with her doctor and she gave herself more insulin, per instructions from doctor.